Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s21 (android 14) with mmt-1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to the lack of application logs necessary to perform a comprehensive analysis. However, based on the app analytics events the main reason for failed pairing attempts was gattexception: gatt service is not provided by the server. The root cause of the issue is unclear from app analytics events, but could potentially be caused by high levels of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 4) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. Issue status: confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s21 (android 14) with mmt-1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. We were unable to conduct a comprehensive investigation due to the absence of diagnostic logs required for in-depth analysis. However, based on the available analytics logs, the primary cause of the failed pairing attempts appears to be gattexception: gatt service is not provided by the server. While the exact root cause remains unclear from the analytics logs, one possible contributing factor could be high levels of electromagnetic interference. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 4) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. Issue status: confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.